Event description:
Presented with hematuria. Echocardiogram revealed that the lvad inlet cannula was partially obstructed. Patient required heparin drip and then an increase in his inr therapeutic range.